Event description:
It was reported that on an unknown date two years ago, the patient underwent orif surgery via tfna long for intertrochanteric femoral fracture on proximal femur with the implant in question and cement. After the surgery, bone fusion was confirmed. On (B)(6) 2026, the patient presented with symptoms, and avascular necrosis of the femoral head was confirmed. On the evening of (B)(6) 2026, an order for tfna removal was placed and the revision surgery was scheduled on (B)(6) 2026, to remove the implant and to replace with artificial femoral head. No further information is available.

Manufacturer narrative:
Product complaint# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.